Manufacturer narrative:
A visual inspection was performed as part of the material analysis. The report concluded: the neck to stem trunnion of the modular neck exhibited indications of micro-motion and corrosion indicating the presence of a mechanically assisted corrosion process. The surface most affected was the medial side of the neck to stem trunnion. The base alloy of the neck was found to be a (B)(4) consistent with an (B)(4) material. No material or manufacturing defects were observed on the surfaces examined. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
Doctor (B)(6), implant surgeon at the clinic, reported the following event: "patient had pain one year after the implantation of the prothesis. Radiography and scintigraphy are normal. Punction of a sterile milky liquid. Total hip prothesis was explanted and changed for a new one."